Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had audio anomaly. Customer¿s blood glucose was unknown. The product will return for the analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed the self test and displacement test. The audio tone/vibrate feature on the pump functioned properly during testing.